Event description:
Info was received that during the implant procedure it was reported perforation of the lung was experienced which caused the pt's lung to collapse. The pt had two left ventricular (lv) leads added. The exact product was not provided. No further info was available. It was not stated if this lead caused the perforation. However, there is no indication that the lead malfunctioned. This event is most likely procedure related during the implantation of one of the leads.

Manufacturer narrative:
Na.